Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the scope communication error could not be determined. Error code b30 is an error that occurs during communication failure between the scope and the processor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a b30 (scope communication error) occurred on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered one defective leg on the bottom of the chassis and the unit was failing inspection due to distortion in colors which was a result of a faulty dp board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.